Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. The needle pulled off. During the procedure, the surgeon tried to tie the suture after passage and six different strands broke during tying. It delayed the procedure around 15-20 minutes and affected the quality of the anastomosis. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Did this event contribute to any patient adverse event? If yes, please explain. No. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.